Event description:
Customer reported having a high blood glucose of 469 mg/dl. The customer stated her blood glucose was high because she had been off the insulin pump for a week. The customer treated herself with the novolog pen. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.